Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of obtaining pt medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.

Event description:
It was reported by the clinic that the pt was admitted to the hosp for treatment of pseudomonas peritonitis. The pt reported that he went to the hosp as it was too painful to treat at home. The pt was treated for three weeks of intra-peritoneal and oral antibiotics. Six days after stopping treatment, he relapsed. The peritoneal dialysis (pd) catheter was removed. The pd rn reported the pt will undergo in-center hemodialysis (ichd) and rest his abdomen for a minimum of six weeks.

Manufacturer narrative:
Review of medical records by post market surveillance department found the following. Based on the 38 pages of medical records information it appears on (B)(6) 2014, this (B)(6) male patient was admitted to the hospital for peritonitis he was treated and discharged on (B)(6) 2014 but was admitted to the hospital again on (B)(6) 2014 for an ileus--a non-dialysis issue. While hospitalized, he continued treatment for the peritonitis. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of bacterial peritonitis. The complaint device is unavailable for investigation as the serial number is unknown. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.